Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22025696, medical device expiration date: 2025-02-12, device manufacture date: 2022-02-12, medical device lot #: 22049114, medical device expiration date: 2025-04-08, device manufacture date: 2022-04-07.

Event description:
It was reported that multiple lots were reported that the bd extension sets with maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: leaking and unable to prime.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes, d.10. Returned to manufacturer on: 30-jun-2022. D.4. Medical device lot #: 22029686, d.4. Medical device expiration date: 10-feb-2022, h.4. Device manufacture date: 11-feb-2022. H.6. Investigation summary: the customer reported leakage and fluid blockage on mz9226 and returned used samples. There were 19 mz9226 sets returned. It was unclear which sets corresponded to which lots, and the failure number per lot is unknown. 4 of the sets were occluded. 4 of the sets showed no issue, no occlusion or vent leak. 11 of the sets had filter vent leaks. The filter sets were sent to the filter supplier for further investigation. This showed that none of the sets had manufacturing issues, and all vent leaks and occlusions were traced to user solutions used in the vents. The vent membranes are cleared for liquids with a surface tension above 40 dynes/cm, surface tensions below this can cause issues. A device history record review for model mz9226 lot number 22049114 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz9226 lot number 22029686 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz9226 lot number 22025696 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that multiple lots were reported that the bd extension sets with maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: leaking and unable to prime.